Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. During procedure, a proximal type I endoleak was observed, an additional aortic extender component was placed proximally. The endoleak was considered to be resolved, and the procedure was completed, however, post-procedure computed tomography(CT) imaging revealed the endoleak remained. On (B)(6) 2024, a reintervention was performed due to the aneurysm ruptured again. Additional stent grafts were placed from distal to the superior mesenteric artery, and gore® viabahn® endoprosthesis with heparin bioactive surface(vsx) was placed bilateral renal artery. Reportedly, while cannulating to the left renal artery, a dissection was formed by non-gore device, and confirmation angiography after the vsx device placement revealed that vsx device was unintentionally deployed in the false lumen. Attempt was made to correct the vsx device position using guidewire but was not successful, that resulting left renal artery occlusion. The procedure was completed upon confirming the proximal type I endoleak was resolved.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU) possible defects and adverse events include the following: occlusion w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.